Manufacturer narrative:
No fault was found with the ilet device. The screen was inspected and no scratches were found on the glass. The screen was fully legible and responsive to touch inputs. Note: no screen protector was found on the device, indicating that the screen protector was removed at some point prior to return. It is likely that the user's observed scratch was on the screen protector and not the ilet. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the customer received a new ilet device with a scratch on the unit that worsened, and a replacement ilet and charger were arranged with instructions to return the prior device and to sync and shut down before shipment. Symptoms included no adverse clinical effects. Outcomes included no impact on health or medical care. Investigation included review of device condition and replacement logistics. Investigation of this case revealed a cosmetic and potential screen-related hardware issue consistent with physical damage. It was concluded that, based on previously established findings for similar reports, the event was device-related to hardware appearance/function and resolved by replacement without patient harm.